Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures. Another same type lens was implanted. The reporter stated the cause of the torn lens was due to a loading error.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found the lens optic torn, with a piece torn off and missing. One haptic was torn. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to a loading error. It should be noted that the injector and cartridge were not returned for evaluation.